Event description:
It was reported that this patient received eight inappropriate shocks due to atrial fibrillation due to rapid ventricular response. After, the shocks the implantable cardioverter defibrillator (ICD) declared code 1005, which indicates an open circuit condition was detected during shock delivery due to high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shocks delivered in reverse polarity exhibited the oor measurements. Boston scientific technical services (ts) discussed that the issue seems to be occurring on the rv lead proximal coil and could be reprogram distal coil to can. The physician performed commanded shock testing and the patient converted without difficulty and the impedances were within normal limits. No programming changes were made. This ICD system remains in service. No additional adverse patient effects were reported.